Event description:
It was reported: "the distributor and sales rep should have picked up the necessary instruments from the instrument case before sterilizing the instruments, but forgot to pick up the product in question. It was discovered in the middle of the surgery that the instruments had not been sterilized, and the surgery was interrupted only for the time required for sterilization".

Manufacturer narrative:
Please note the corrections to h6 results and h6 conclusion codes. The reported event could not be confirmed since the device was not returned for evaluation and not other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable tot be identified as the lot number was not communicated. Based on the available information this even is not product related and the issue was caused by improper handling during reprocessing. To avoid such an occurrence in the future, local actions were taken by the distributor. The devices will be placed together in a sterilization case to ensure no instrument has to be removed from the case and all instruments can be sterilized together. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported: "the distributor and sales rep should have picked up the necessary instruments from the instrument case before sterilizing the instruments, but forgot to pick up the product in question. It was discovered in the middle of the surgery that the instruments had not been sterilized, and the surgery was interrupted only for the time required for sterilization".